Manufacturer narrative:
(B)(4). No further information is available. If the sample or additional information becomes available, a follow up report will be submitted.

Event description:
Baxter (B)(4) received a report that the titanium adapter separated from the patient adapter unexpectedly while the patient was changing bags. The set had been used for 30 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.